Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number for the device is unknown. As cardiac tamponade is an inherent risk associated with cardiac ablation procedures, the cause for the reported event is unknown.

Event description:
It was reported following an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. The optima catheter and the cool path ablation catheter were disconnected from the equipment when the physician noticed the patient was not feeling well. An echocardiogram confirmed cardiac tamponade.